Event description:
It was reported that during new unit commissioning, the cardiosave intra-aortic balloon pump (iabp) unit was having battery performance issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had battery performance issues. A getinge field service engineer (fse) stated - new unit commissioning on 24/3, observed that unit's batteries couldn't sustain unit (when unplugged ac power cord from ext. Power socket) - also, discovered battery couldn't be charged. Replaced new battery (B)(6), power management board (B)(6), safety disk (B)(6). Equipment tested as normal operating conditions (as installation check list attached) - commissioning completed. There was no patient involved. The defective components were received for further investigation.

Event description:
N/a.

Event description:
N/a.